Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of this event is unk.

Event description:
Clinical trial. It was reported that 524 days following a coronary artery drug eluting stenting treatment procedure, the pt developed an occlusion of the drug eluting stent. The index procedure identified and treated one de novo, 2.5x8mm, 75% stenosed, mildly calcified lesion of the ramus. The lesion was treated with a 2.5x16mm taxus express2 drug eluting stent and the pt was discharged the next day on asa and plavix. The pt underwent a diagnostic catheterization 524 days following the initial procedure due to occlusion of the drug eluting stent in the ramus. No reintervention was performed. The pt's discharge diagnosis included: coronary artery disease with occlusion of a previously placed ramus intermedius stent, with chronic right coronary artery occlusion and otherwise stable left coronary findings in the setting of unstable angina; no infarct was documented during this hospitalization, with negative cardiac enzymes despite unstable angina pattern; globally preserved left ventricular systolic function with elevated edp, in the absence of congestive heart failure signs and symptoms. The pt has not had any adverse effects as a result of this event. He was started on imdur and has had cervical neck surgery for spinal stenosis since the angiogram. This is reported as an ongoing event by the study site.